Manufacturer narrative:
Device was retained by the hospital. Add'l info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported that "sales rep was not present in surgery. Hospital notified rep that the quick chuck broke, would not engage, appeared to have stripped"